Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, we confirmed that the u/d knob loose, the r/l knob loose, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, the u/d knob white marking faded/missing, and the r/l knob white marking faded/missing; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the glue dropped in human body. Therefore, based on the technical report "hr-rpt-0585 (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.